Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s caregiver stated that for three days ((B)(6) 2021), the patient experienced fluctuations in glucose values; his cgm displayed 250 mg/dl or higher in the evenings and in the morning his cgm value was between 30 ¿ 50 mg/dl. The patient¿s care giver treated the evening highs with insulin and the morning lows with gummy vitamins, sugar, and food. On (B)(6) 2021, the patient was evaluated for the fluctuations by his endocrinologist; however, there was no report of medical intervention. The following morning, (B)(6) 2021, the patient experienced a low cgm value and displayed a change in cognition, the patient was taken to the emergency department. A finger stick bg was performed in the emergency department and that was when the 50 ¿ 70 mg/dl inaccuracy was identified. The cgm and bg values upon admission to the emergency department (ed) were not provided. The patient was admitted to the hospital, diagnostic procedures included blood work and a magnetic resonance image (MRI) and diagnosed with hyperkalemia associated with blood pressure medication and a stroke. While in the hospital, the sensor was removed on (B)(6) 2021. Inaccurate values provided while in the hospital were cgm 45 mg/dl and bg meter 110 mg/dl. The patient was discharged after a couple of days. It was determined that the patient had manipulated the sensor while it was inserted into the left-side of the abdomen as the insulin pump was on the right side. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.